Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition, stops frequently and won't charge. The customer also stated there was an error message and there were lines going across the screen causing the screen to be illegible. The unit was triaged and the reported issue was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the unit has lines going across the screen causing the screen to be illegible.